Event description:
It was reported that the patient was unable to breath while using the device due to the battery not connecting. It was noted that the unit's pins had gray on them. As a result, the patient went to the ER but was not admitted. No further information is available.

Manufacturer narrative:
B3: date of event is estimated. The unit was returned with a reported battery connection defect; however, the complaint could not be confirmed, as no charging-related errors were recorded and both charging and discharging functions operated normally with a good battery. Inspection revealed that high internal pressure had been caused by a dust-packed muffler, which created a blockage at the feed port and resulted in low sieve life (226), low internal 02 (86.1 %), and low external 02 (80.4%). The psa cycle value (16) from the data log further indicates possible zeolite contamination due to moisture exposure. Additionally, the fan was misaligned and contacting the accumulator, likely due to a high-impact incident such as the unit being dropped. The uip and lower housing were replaced due to cosmetic damage.